Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the tip end of the solitaire kinked. Both solitaires were kinked.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device and rebar 18 catheter were returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The stent¿s working length was in good condition, while the non-working length was kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was kinked at 5.0cm to 5.5cm from the distal tip. The pushwire was kinked at 8.0cm to 24.0cm from the distal tip. No other anomalies were found. Testing/analysis: due to its damaged condition, the solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿kinked/damaged¿ complaint was confirmed, as the returned solitaire fr 6-30 stent, marker coil, and pushwire were damaged. The damages likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter of 0.027¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two solitaire stents experienced resistance in two rebar microcatheters. The patient was undergoing treatment for an acute large vessel occlusion embolectomy. The patient's vessel tortuosity was normal. The access vessel was the femoral artery, which was 8mm in diameter. The stroke onset to reperfusion time was 8 hours. It was reported that after the microcatheter was in place during the operation, the stent was delivered. When the stent was delivered into the microcatheter and was delivered forward, the stent could not be pushed out of the microcatheter. Even after multiple attempts, it still could not be pushed out. The operator withdrew the stent and the microcatheter outside the body respectively and replaced the microcatheter and the stent. The same problem occurred again. The operator had to withdraw the stent again and replace with the product from another manufacturer. The operation was successfully completed. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The resistance was in the distal part of the catheter. The surgeon reported that the tip end of the device was slightly kinked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.